Event description:
The reporter stated that on 07/11 reporter had gotten an er1 message, with the test strip matching 350 mg/dl color on vial chart. Reporter retested a couple of hours later with result in lower 300's. On 07/26, the reporter responded to follow-up requests, and stated that "a day or so later"(e.g, after initial report) readings were hi, and reporter felt "terrible". Reporter called the doctor and he saw reporter on 07/17. Reporter did not recall result of lab test. Reporter's a1c was "493". No treatment was given. Reporter has been on oral medication since 07/17, and blood glucose is down to 130 mg/dl.